Event description:
It was reported that the patient changed the batteries in their patient programmer (pp) and then saw a power-on-reset (por) message on the screen. He was getting the triangle with the exclamation mark in the upper left corner. The patient was unable to adjust stimulation. A ¿call your doctor¿ icon was also seen. The patient was redirected to their healthcare provider (hcp). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).